Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the pt underwent hemiarthroplasty in the last year or two for a hip fracture. The pt presented with a proximal peri-prosthetic proximal femur fracture and was taken to surgery for revision. The hip stem and femoral head were removed and replacement devices were implanted.